Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were several ventricular high rate episodes due to noise on the right ventricular (rv) lead. The lead remains in use and the physician will monitor the lead closely. No patient complications have been reported as a result of this event.